Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, the patient experienced a suspected loss of motor function in the lower extremity. The suspected or known cause of the neurological symptoms is unknown. It is unknown if the physician believes that the event was device related. Nothing happened during the scs implant procedure that may have caused or contributed to the event. The patient underwent a procedure where the scs system was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 763263.